Manufacturer narrative:
Additional data: b5: the lens was explanted on (B)(6) 2021. The lens was replaced with a shorter lens and the problem was resolved. The patient is happy. Claim#: (B)(4).

Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk, explant date: unk. This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -08.00 diopter, into the patients left eye (os) on (B)(6) 2021. The lens was reported as excessive vaulting and remains implanted. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.